Event description:
On (B)(6) 2012, the lay-user/patient and her father contacted animas (anm) alleging that the pump had an inaccurate basal history issue. The patient did not allege any harm or injury because of the reported issue. The patient indicated that her health care provider (hcp) reviewed the pump's basal rates in a print out and allegedly noticed that there inaccurate basal rates for (B)(6) 2012. According to the pump's tdd history, stoppage of basal rates were recorded for both days. On (B)(6) 2012, no basal rates were given from 11:30 am to 4:00 pm. On (B)(6) 2012, no basal rates were showing from 11:30 am to 2:00 pm. The patient, however, claimed that she was in school at the time. She denied observing anything unusual at the time. During the time of concern, the patient's father stated that the patient had unspecified high readings. No symptoms or treatment were reported. Through troubleshooting, the pump's alarm history was reviewed and no evidence of basal rate stoppage was noted. The pump's suspend history was also reviewed and no suspends were observed on (B)(6) 2012. The patient denied having any power loss issues during the time of concern. The alleged issue was not resolved with troubleshooting. The patient was advised to discontinue use of the pump and to implement a backup plan for insulin delivery. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an inaccurate basal history issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission 12/27/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows a "replace cartridge" alarm on (B)(6) 2012 at 10:53. The cartridge had 0 units remaining, and since the cartridge was not refilled, "no delivery, no prime" warnings followed the "replace cartridge" alarm. The next prime was recorded on (B)(6) 2012 at 15:58. The basal history between 10:53 and 15:58 was recorded as 0 due to inadequate response to the "replace cartridge" alarm. A review of the basal history for (B)(6) 2012 shows a 0 unit basal rate between 19:26 and 22:47. The black box information for (B)(6) 2012 was unavailable for review due to continued pump use. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. All keypad buttons were found to be responding appropriately; no hypersensitivity was observed with the keypad buttons. A "replace cartridge" alarm and a "no delivery, no prime warning" were both reproduced during testing and the pump emitted the appropriate audio-visual alerts. The pump was exercised for 24 hours with no changes in the basal rate occurring during testing. There was no defect found on investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.